Event description:
It was reported that prior to an unknown procedure, the initial cartridge fell into the patient. The cartridge was removed. The surgeon changed out the cartridge and the same thing occurred, and the second cartridge was removed. Another device was used to complete the case with no patient consequence. One device will be returned.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.